Manufacturer narrative:
Investigation evaluation. A review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one dilator with the hub missing was returned for investigation. There was biomatter throughout the device. The smaller flare was out of round and shallow but had no other damage. The larger flare was normal, with no damage. Both dilator end holes appeared to be in good shape with no damage. The sheath was not returned, but the dilators were returned together. There was no resistance when separating the dilators. Dimensions of the device were reviewed and verified to be within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device which contains the following instructions ¿4. Insert the dilator completely into the introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator. 8. Insert dilator/sheath combination over wire guide. 9. Remove wire guide and dilator, aspirate and flush introducer side-arm. Sheath removal: 2. Insert introducer dilator over the wire into the sheath. 3. Withdraw the sheath and dilator as a unit.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to a component failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a cardiac catheterization to treat a patent ductus arteriosus, the dilator included with the performer mullins guiding sheath separated at the hub. The patient was reported to have stenosis but no calcifications were present. Stenosed areas were prepared with angioplasty prior to insertion of the sheath and dilator. After angioplasty had been completed in the main pulmonary artery (mpa), the sheath and dilator were inserted into the femoral vain over a 0.35 wire guide that was placed in the left pulmonary artery (lpa). The purpose of the sheath was to place a stent within the mpa. The sheath and dilator were easily inserted into the inferior vena cava, right atrium, and right ventricle. When the device reached the right ventricular outflow tract, the physician attempted to advance the sheath over the dilator for positioning within the mpa; holding the dilator while advancing the sheath. The dilator broke at the hub and bleeding was observed around the wire (refer to this report). During the same procedure, a second performer mullins guiding sheath was opened and resulted in separation of the hub from the dilator, as well (refer to report reference number 1820334-2018-03899). Only the dilator was used. The dilator was advanced through the original sheath, which was in the proximal mpa. When the sheath was advanced over the wire, the dilator separated at the hub. Advancement of both sheath and dilator together was not possible due to length of the mpa. The procedure was completed using a third similar device with no complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.